Event description:
It was reported that during attempted implant of the lead, the helix would not extend after several turns. The lead was removed from the patient and it took several turns for the helix to release. Therefore the lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed, and no anomalies were found. It was also noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.